Event description:
Programmer froze during sensing test. Buttons greyed out while continuing to run the sensing test. Patient had underlying rhythm, however test reportedly continued for 5 minutes. User did not know to lift the header and had to power down the programmer. Programmer would not respond to cancel test.

Event description:
Programmer froze during sensing test. Buttons greyed out while continuing to run the sensing test. Patient had underlying rhythm, however test reportedly continued for 5 minutes. User did not know to lift the header and had to power down the programmer. Programmer would not respond to cancel test.